Manufacturer narrative:
The device was used for treatment. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. The investigation will focus on a review of product documentation. The lot number of this device was not provided, therefore neither a review of the device history record nor complaint history could be performed. Inspection procedures require any oscor product pass all in-process and qa final inspections before shipping to the customer. Per procedure destino steerable guiding sheath in-process and final inspection: perform leak test according to procedure. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. This procedure is performed on 100% of the sheaths. Per instructions for use: any device/component inserted through the hemostatic valve of the sheath should be wet and placed through the center of the valve to prevent tearing of the seal and leakage. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported that as soon as they put it in the port, where you put the catheter in was hemorrhaging, the blood was leaking out and they couldn't get it to stop leaking. So, they had to pull it out and swap it out for a different one of same size and everything, an identical one. The valve with the catheter in was leaking. Procedure completed with different same model device. There was no patient side effect or serious injury reported. Product is not available for return.